Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The reported symptom could not be reproduced during eval. The pump was in specification with regard to all performed air in line testing.

Event description:
It was reported that a spectrum pump did not detect an air bubble in the IV line during an infusion. It was also reported that there was no pt injury.